Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a pt had experienced pain and that their "knee gives out". The pt received a tka on (B)(6) 2010; however, it is unk if the pt was revised.